Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with skinvive¿ by juvéderm into right cheek. Patient noticed a painful bump post treatment which progressively got more painful over the past 2 days. Patient picked at the bump thinking it was an abscess which created swelling and scabbing around the treatment area. Patient is tender to the touch and area is swollen. Symptoms are on-going.